Event description:
It was reported that the patient was found unresponsive. Multiple external shocks were delivered by emergency medical services which rescued the patient. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. Device image assessment noted apparent vf that was not treated and power on reset. Several unsuccessful device charging episodes were noted due to shorted output stage detection. Prior to the device change out procedure on (B)(6) 2018, t-wave elevation was noted and the patient experienced chest pain. The patient was transferred to the catheterization laboratory for an angioplasty for a suspected artery blockage. On (B)(6) 2018, the device was explanted and replaced. The patient was stable throughout the procedure and during a follow-up device check on (B)(6) 2018.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power on reset (por). The device was tested on the bench and it was determined that the delivered high voltage therapy caused arcing from lead to can. The arcing caused output damage and triggered shorted output stage detection (sosd). Each charge thereafter was aborted due to sosd. The cause of the por was consistent with external defibrillation.